Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, an alert for high voltage lead impedance was causing the device to vibrate was observed. It was determined that the alert was due to high defibrillation lead impedance on the right ventricular lead. Programming changes were made and lead extraction with re-implant were discussed.